Event description:
The account alleged the head hi/low section is drifting down slowly. No injury reported.

Manufacturer narrative:
The account replaced the tredelenburg valve and the hi/low valves to resolve the issue.